Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Product not returned for evaluation. Based upon the multiple factors identified, product contribution remains inconclusive.

Event description:
Allegedly revised due to a broken component. Patient was playing (B)(6) and immediate pain began.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00511.